Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission revealed that the atrial lead exhibited low impedance and noise which led to inappropriate mode switches. No intervention or patient symptoms were reported.

Event description:
New information received on 10/11/2017 states the patient presented via merlin.net transmission on (B)(6) 2017 with episodes of inappropriate mode switch due to noise present on the atrial lead. No intervention was performed. No further information was available.